Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the flush port cracked. During preparation for a left atrial appendage (laa) closure procedure, this 27mm watchman ® laa closure device & delivery system was selected. While flushing the device, they noticed saline "squirting out" from the wall of the flush port. This device did not enter the patient and the procedure was completed with another of the same device.

Event description:
It was reported that the flush port cracked. During preparation for a left atrial appendage (laa) closure procedure, this 27mm watchman laa closure device & delivery system was selected. While flushing the device, they noticed saline "squirting out" from the wall of the flush port. This device did not enter the patient and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the watchman delivery system (wds). The implant was in the sheath, and deployed during lab analysis. The hub, stopcock, y-connector, valve, sheath, tip, core wire and implant were microscopically, tactile and visually inspected. Inspection revealed a crack in the y-connector located at the bottom of the touhy/stopcock, and the stopcock was moved from the manufactured position (out of plane with the y-connector). Functional testing was done by attaching a syringe (filled with water) to the stopcock. When positive pressure was applied, water was found streaming from the crack in the y-connector. Inspection of stopcock did confirm the presence of adhesive, and the adhesive was broken, allowing the stopcock to be out of plane. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).